Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these condition."

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2013 due to dislocation. The bearing was removed and replaced with a larger bearing.